Event description:
The gore-tex suture was used for closure following carotid endarterectomy. Within 24 hrs, the pt lost consciousness. Re-operation revealed a ruptured suture. The loose suture ends were tied with an add'l suture and the wound was closed.